Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient and medication order was not crossing. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login to stations tr7south and tredmain01, and the server was successful. Station communication was verified via data sync logs, and patient encounter system sync info 2.0 showed current uploads and downloads. A technical support specialist (tss) confirmed that one user could search for patients and take medications. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).